Event description:
This report is 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Information received from the facility. Information not previously reported.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient status post lcp plate and screw implantation in (B)(6) 2011 for an orif of right femur. It was discovered the plate was broken post operatively. Patient was returned to operating room on (B)(6) 2012, the surgeon removed the hardware and revised the patient to a new plate and screw.